Event description:
A report was received that the patient will undergo a pocket revision due to the ipg migrating superficially and causing the patient extreme pain at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg migrating superficially and causing the patient extreme pain at the pocket site.

Manufacturer narrative:
Additional information was received that the patient had the pocket relocated and the ipg was replaced due to suspected malfunction. Explanted ipg will not be returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.